Event description:
Deflated right saline breast implant, followed by bilateral explantation and replacement with another brand, larger size. Another brand was used to FDA not allowing hutchison to replace implants.